Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-00313. It was reported the patient fell. In turn, their leads were found to have migrated. As a result, the patient underwent surgical intervention. The physician initially planned to explant and replace the patient's leads. During the procedure, a lot of scar tissue was observed by the physician. As a result, the physician decided to abandon the notion of the replacing the patient's lead and decided to explant the patient's scs system instead.